Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose motor support disk. Unable to perform occlusion, prime and no delivery tests due to motor error alarms during basic occlusion test. The insulin pump had broken reservoir tube lip, cracked battery tube threads, reservoir tube, case window display corners, lcd window, scratched lcd window case and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. The drive support cap is protruded. Nothing further reported.